Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with iris and novasilk mesh. Later the pt experienced urinary tract infection, urethral prolapse, vaginal prolapse, mesh erosion, perineal hernia, rectocele, cystocele, enterocele and stress urinary incontinence. As excision of the exposed novasilk mesh was performed.